Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system lost patient images (data loss). There is no report of injury or death associated with this event.